Event description:
Corporate product surveillance received notification from a baxter sales representative of a patient death, which he read about in the local newspaper. Recognizing the account, the baxter representative informed his management of the following: "it was reported on the local news that a nurse at the facility made a mistake programming a pump resulting in the death of a patient. The patient was in the ob unit receiving magnesium sulfate to slow down her labor. The nurse mistakenly programmed the pump with a much higher dose than was ordered." Upon further investigation by baxter on 06/9/2006, the risk manager confirmed that a baxter pump was used on the patient and stated, "there is no reason to believe the pump contributed to the patient's death." Baxter downloaded the newspaper article the baxter sales representative referred to which stated: "a female, 7 months pregnant with her second child, was admitted to the hospital with early labor pains. She was started on magnesium sulfate to slow down labor." According to the article, "the nurse gave the patient 16 grams of magnesium sulfate when she should have gotten 4 grams. The patient's son was delivered by emergency c-section and is in neonatal intensive care." According to the article, it was not clear exactly how long it took for the overdose to be noticed and treated. The patient went to the hospital about noon in 2006, and had died by 3 pm the same day. The model and serial number of the pump were requested, but not provided.

Manufacturer narrative:
According to the baxter representative, the facility uses monochrome and cx colleague pumps. Baxter has made several attempts to obtain additional information regarding the event and identification of the pump. Baxter is unsure of any other baxter pumps used at the facility. The facility has not provided any addtional information regarding the event at this time.